Event description:
It was reported that the downstream occlusion sensor is defective. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was recalibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.